Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: ampule of polymer broke during transport. Cardboard delivery box was received dry with no smell and the outside of the box was sealed. When rn was preparing for the procedure in the operating room, the box had a smell and the inside of the box was wet, about half an hour after the delivery. Everyone at the facility claims that the kit was handled with proper care.